Event description:
The surgeon reported that this pt had an intraoperative minor iris boot tear that was barely visible, very little bleeding and did not require sutures or intervention. The surgeon had difficulty implanting the stent and lost visibility of the stent. A b-scan was performed and the stent was observed sitting behind the iris. The pt has copd and had a bad cough and was moving during the surgery, which was a significant contributing factor. An additional contributing factor included observable pressure from iol rotation pushing up against the iris structure. One day postoperatively, the pt's iop was 5 mmhg, there was no wound leak, and there was a little blood in the anterior chamber. Two days postoperatively the pt's iop was 10 mmhg and vision decreased and hyphema worsened. The surgeon is waiting for the blood to clear and then he will view the stent using ubm. The surgeon is continuing to monitor the pt and at this time no intervention has been performed.

Manufacturer narrative:
The device remains implanted and is not available for eval. The device history records were reviewed and there were no discrepancies that relate to the reported event. Stent malposition and hyphema are listed in the device labeling as known inherent risks of glaucoma stent surgery. (B)(4).